Event description:
Literature: albright, a. L., et al. Intrathecal baclofen therapy in children. Neurosurg focus 2006;21(2): e3, 1-6. The following method was used in treating infections limited to the pump site where the csf was sterile three times, two of which were successful: the child was returned to the operating room, the pump was removed and cleansed thoroughly. The pump pocket was also cleansed and pulse-irrigated then the device was reimplanted.

Manufacturer narrative:
This report is being submitted following an internal audit.